Event description:
The user facility reported that the device "jumps and shredded a patient's thigh. This device was sent in for repair, and when it was received back, it was still broken. Additional info was requested from the facility regarding this incident.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.